Event description:
It was reported that during a primary case while using the fragment specific plate that the screw went through the oblong hole in the lateral plate. Surgeon used a different plate and completed the case with no incident.

Manufacturer narrative:
Device will not be returned. No further information is expected. If additional information becomes available it will be provided on a supplemental report. Device was missed placed by the hospital.